Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient mentioned that the device is smelling like smoke and it is burning his lungs. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient mentioned that the device is smelling like smoke and it is burning his lungs. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer previously reported an issue related to a bipap device's sound abatement foam. The patient alleged smoking smell and burning patients lungs. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found extensive contamination of off-white fine particulate. The manufacturer visually inspected the device internally and found extensive contamination of off-white fine particulate. The humidifier showed a brownish liquid that was found inside the bottom cover and a patch of discoloration/char on the heater plate. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a extensive contamination of off-white fine particulate were observed. Section h6 were updated in this report.